Event description:
End user's daughter, (B)(6) states that neither front nor back legs stay in position. Back legs have also been severely worn down as such glide brakes on back were not put back on when (B)(6) hospital (where end user's mom got 6300-ata from) made a previous repair.